Event description:
It was reported the patient heard an alert due to an electrical reset. It was also noted the patient is very anxious and nervous about the alert. It was further reported that the device was reset and the lia (lead integrity alert) was reloaded. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset for write to locked ram occurred on (B)(6) 2011. Additionally one patient alert for por occurred on (B)(6) 2011.

Event description:
It was reported the patient heard an alert due to an electrical reset. It was also noted the patient is very anxious and nervous about the alert. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset for write to locked ram occurred on (B)(4)-2011. Additionally one patient alert for por occurred on (B)(4)-2011. Diagnostic information is consistent with reported event.